Manufacturer narrative:
(B)(4).

Event description:
It was reported that premature battery depletion was observed on the device. Device is under fsca battery advisory. Device was explanted and a new device was implanted. No further information available.